Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2017 with the following findings: a review of the black box showed a call service 165 exceeds maximum total daily dose limit alarm. The total daily dose total at the time of the warning was 74.97 units. The basal rate at the time of the warning was 0.07 units. The next basal delivery would have exceeded the daily delivery causing the warning. The pump was run for 24 hours at a one unit per hour basal rate no maximum delivery warnings occurred. The maximum daily delivery was set to ten units for testing purposes. An 11 unit bolus was manually attempted and the warning occurred appropriately. The maximum daily delivery warning was functioning accurately during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history setting issue. It was reported that the pump at times ¿will alarm with exceeds max limits when that is not true.¿ there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the allegation of the pump not performing as intended with regards to the history or the settings may result in over or under delivery.